Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3487a-33, lot# v047368, implanted: 2007 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3487a-33, lot# v047368, implanted: 2007 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708240, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
Additional information received reported that the patient was doing well since the revision. A date of (B)(6) 2014 was provided but it was unclear if this was the date of the revision or the date the form was completed. The patient had recovered without permanent impairment.

Event description:
It was reported that when charging the implantable neurostimulator (ins) the patient kept observing the antenna hot message. It was noted that the patient would stop charging, put it back on and the antenna hot would ¿come back on.¿ later, the patient received assistance from their doctor and manufacturer¿s representative and their concerns were resolved. An appointment of (B)(6) 2014 was noted. Additional information received reported, the cause of event was determined to be that the leads were ¿shorted¿ and the battery needed replacement. It was reported to be device related. The patient was not able to recharge normally and was not receiving effective therapy. The patient would undergo a revision of leads and pulse generator. There was no troubleshooting, intervention or other action taken to mitigate or resolve the event. The patient was trained and was able to demonstrate effective recharging. Patient compliance was not in question. The recharging frequency matched the patient¿s settings. No outcome was reported regarding this event. Further follow-up is being conducted.